Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 462mg/dl. The caller stated that the battery cap was loose and the device lost power. Troubleshooting was declined as caller did not have with her the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.